Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered 69.8 units of insulin instead of 6.98 units due to user error. Reportedly, the customer attempted to enter 6.98 units and due to not turning the carbohydrates feature off and turning on units in the bolus menu, the customer inadvertently entered a value of 69.8. Tandem technical support assisted the customer with updating the bolus menu settings and the customer was able to successfully deliver a 6.98 unit bolus. The customer's blood glucose (bg) level was 113 mg/dl. Customer acknowledged the issue was due to user error and pump was performing as intended.